Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not detected on the communication bus. A field service engineer powered off the fridge and turned on and rebooted the station to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager device was not detected on the communication bus. The customer stated that there was delay in accessing medication and they manged to get the medicines from other station. There were no adverse events or injuries reported based on this event.